Event description:
Clear care. I was given clear care by the eye doctor after ordering new contacts. She explained to me how to use it but never mentioned not getting solution into the eye. I never read the bottle and assumed I was just getting a free bottle of solution. Went home, put contacts in case, removed this morning and felt the most burning pain of my life. I was able to get the contact out of my eye in about 60 seconds but the pain is awful. It has been 6 hours and I am still in pain with burning sensation and tearing. My eye is bloodshot red. I have read many complaints but nothing on how to soothe the eyes or how long the pain will last. This product should not even be sold! See scanned page. No one should go through this pain even if is by fault of their own. Visit to clinic/doctor visit to an emergency room. Other explanation: miss day of work. In my case the eye doctor should explain that it is not the same as solution and will cause burning if direct contact is made. (B)(6).